Manufacturer narrative:
Upon follow up, it was reported that the cause of peritonitis was due to colon perforation. 17 days after the event onset, the patient experienced cloudy effluent. 20 days after the event onset, the patient did not improve so pd therapy was withdrawn and patient was switched to hemodialysis. At the time of this report, the patient remained hospitalized and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was not further described. The patient was hospitalized for the event and began treatment with ceftazidime (intraperitoneal, dose and frequency were reported) for peritonitis. Two days after the date of onset, treatment was changed to vancomycin (intraperitoneal for 10 days, dose and frequency not reported) and amikacin (intraperitoneal for 10 days, dose and frequency not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, hospitalization was ongoing and the patient had not recovered. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.